Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the inpen cartridge was damaged. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer also had issue related to screw and piston. The customer was advised for the replacement of the inpen. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Missing injection foot. Broken off piece at the cartridge holder but inpen front shell does stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality leadscrew reset torque test and displacement dose accuracy due to missing injection foot. Inpen passed front cap investigation. In conclusion unable to verify customer's complaint for leadscrew anomaly due to missing injection foot. Missing injection foot can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.